Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal deliveries and the load sequence. The customer could not recall past blood glucose (bg) levels; the current bg level was 215mg/dl. The customer reported that the pump would continue to be used for insulin therapy and manual injections were also available.